Event description:
I had femto lasik in 2017. Surgeon told me I was a good candidate but that was not true. He never checked me for dry eye and he measured my pupils, they were larger than the optical zone of the laser but he did not tell me this detail. Following the surgery I developed severe dry eye, eye pain, overcorrection at first and then regression, halos and starbursts and now my corneas are very thin and I fear blinding complications. Before surgery I told my surgeon that I have bipolar disorder. I read that depression is a contraindication for lasik but he operated anyway and did not tell me that. Now I suffer a deeper depression and I am suicidal. FDA safety report ID # (B)(4).